Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) the full lead was returned and analyzed. The helix functions were within specifications after cleaning. The inner tubing was kinked/buckled throughout various sections of the device.

Event description:
Device (B) (4): it was reported that there was high impedance, a lead fracture, and a lead dislodgement. The lead was capped and replaced. No patient complications have been reported as a result of this event. In addition device (B) (4) was reported to have positioning and fixation difficulty. The helix would not extend. There was no capture and resistance/impedance was high. This device was not implanted. No patient complications have been reported as a result of this event.